Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with a smaller valve area, less than 5 mm, a pre-implant balloon aortic valvuloplasty (bav) was performed. The valve was inserted, and attempted to be deployed to 80%. At 80% deployed, the valve did not expand. The valve was re-captured and deployment was attempted again. The valve did not expand. The valve was withdrawn from the body and the native annulus was pre-dilated a second time. The valve was re-prepped, however when deployment was attempted again, the valve would not expand. The implanting team elected to withdrawn the valve and convert the case. A non-medtronic (edwards) transcatheter valve was ultimately implanted. No adverse patient effects were reported.